Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device septum was collapsed. This occurred on 2 occasions during use. The following information was provided by the initial reporter: when q-syte was used on the third day, the septum was collapsed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/13/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte unit for investigation. Upon visual inspection of the returned unit the defect of septum pushed into adapter was confirmed. The top disk of the septum has been pushed down into the q-syte top body. It was also observed that the entire top disk has been disconnected from the lip of the top body (the unit should be glued to the top body). A microscopic inspection was performed to check for signs of residue as this residue is indicative of a sufficient bond at time of manufacture. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device septum was collapsed. This occurred on 2 occasions during use. The following information was provided by the initial reporter: when q-syte was used on the third day, the septum was collapsed.